Manufacturer narrative:
Testing of actual/suspected device (10). A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To address the issue the fse replaced the touch screen, additional information is being requested regarding the status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during a daily inspection the cardiosave intra-aortic balloon pump (iabp) had a nonresponsive touch screen. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code:(B)(6). Event site state:hiroshima it was reported that cardiosave intra-aortic balloon pump (iabp) has an issue with touchscreen which occurred during daily inspection. A getinge field service engineer (fse) stated that touch screen does not respond. He reproducible, improved by replacing the touch screen. No target patient due to malfunction during inspection.parts replaced due to poor touch screen sensitivity. Fse replaced touch screen replacement. After each work, we conducted an operation check based on the inspection record sheet and confirmed that it was currently in good working order. No patient is involved. The defective components were received for further investigation. The national repair center installed the touchscreeen assy, 12.1" and tested the pcb, power management, rohs to factory specifications per pn 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision p. The nrc verified the failure of the not responding touchscreen. The touchscreen assy, 12.1" failed testing. Sending the touchscreen assy, 12.1" to the supplier for failure analysis per procedure number 0002-07-d008 rev.aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.